Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however to date the customer has not returned it.

Event description:
The system was "freezing" with the display not updating and the watchdog bars at the left top of the screen not sequencing.